Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was apparent explant damage. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor fractured. It was noted that the inner insulation was kinked/buckled, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched.

Event description:
It was reported that the right atrial lead had a possible fracture and the right ventricular lead had high pacing thresholds. Both leads were removed and replaced. No patient complications have been reported as a result of this event.